Event description:
Same case as MDR: 2134265-2013-00758 and 2134265-2013-00739. It was reported that during a percutaneous coronary intervention, the pullback stopped. The 90% stenosed target lesion was located in the calcified and severely tortuous distal left anterior descending artery. During pullback the ivus image was lost and motor drive pullback stopped. The connection between the catheter and the motor drive was confirmed but the issue was not resolved. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Event description:
Same case as MDR: 2134265-2013-00758 and 2134265-2013-00739. It was reported that during a percutaneous coronary intervention, the pullback stopped. The 90% stenosed target lesion was located in the calcified and severely tortuous distal left anterior descending artery. During pullback the ivus image was lost and motor drive pullback stopped. The connection between the catheter and the motor drive was confirmed but the issue was not resolved. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).